Manufacturer narrative:
The approximate age of device: 7 days. Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was expired on (B)(6) 2019 due catastrophic head bleed. Additional information was request, however was not provided.

Manufacturer narrative:
Additional information. Manufacturer¿s investigation conclusion a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(4), could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use lists bleeding and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.